Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose was 48 mg/dl. Customer¿s current blood was 121 mg/dl. Customer was treated with mountain dew, candy bars and chocolate chip cookies. Customer declined troubleshooting for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Insulin pump will not be returned for analysis.